Event description:
It was reported that the ventilator was pulled into an MRI scanner. There was no patient harm. Manufacturer's ref.: (B)(4).

Event description:
Manufacturer's ref # (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer and damaged parts were replaced. Functionality and safety checks were performed with successful result and the ventilator was cleared for clinical use. The ventilator operates in a field of up to 20 mt (200 gauss) for tunnel scanners and up to 10 mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, specific conditions must be met, including locking the wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the mr environment declaration for servo-I. According to received information, the 200 gauss (20mt) safety line was correctly marked up at the hospital facility, but the wheels of the ventilator were not locked as expected. Based on the information that wheels were not locked at the time, our conclusion into this matter is that the incident was caused or contributed by the operator not following the pre-requirements for use of the ventilator in an mr environment.